Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, diagnostic imaging revealed that the body of the left ventricular lead had migrated from its initial position. A revision surgery was performed and the lead was repositioned in order to resolve the event. The patient was in stable condition following the procedure and there were no adverse consequences.